Event description:
Boston scientific graspit urological forceps broke off in the patient's ureter during the procedure. The physician was able to retrieve the broken tip with cysto graspers, without any patient harm.